Event description:
It was reported that patient presented in clinic for routine follow up and the device exhibited noise. Upon interrogation, the noise was consistent with external emi. The device remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.